Manufacturer narrative:
The customer contact reports there is no patient information available. (B)(4). Gehc recommended replacement of the carrier/com express board and compact flash card.

Event description:
The hospital reported that, during a case, the unit alarmed "alt o2". The clinician cycled power and continued the case. There was no reported patient injury.